Event description:
A distributor reported on behalf of a customer that the h9110, sterling spherical bur, 3.5 mm device was used in a robot-assisted inferior rectal resection procedure on (B)(6) 2026, and ¿the inner core of this consumable broke and it is no longer usable¿. Further assessment found the device fragmented, a fragment fell into the surgical site and was removed with medical forceps. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Do not use burs for plunge cutting. Injury or damage may occur. Do not stall handpieces, damage can occur. Running the shaver blade or bur without fluid flow (dry) may cause damage to the handpiece or may cause the bur hubs to melt due to excessive heat. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary. We will continue to monitor per regulatory requirements to help ensure patient safety.